Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator would not operate on ac power, only on backup battery power. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the reported problem. Extended self testing and applicable final testing was performed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.